Manufacturer narrative:
(B)(4).the covidien field service engineer (fse) evaluated the ventilator, and verified the customer reported malfunction. The fse replaced the graphic user interface (gui) printed circuit board (pcb), and uploaded the latest software revision which resolved the issue. The unit passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that, the ventilator&#39;s lower screen had an erratic display. There was no patient involvement.